Event description:
Supplies being opened for a knee scope, when the caregiver noticed some unusual white powder on the shaft of the shaver blade. This device was not dispensed to the sterile field, and the package was delivered to my office. Stryker arthroscopic shaver blade ref (B)(4) lot 23020ce2. Manufacturer response for blade, saw, general plastic surgery, surgical, formula (per site reporter) user facility emailed manufacturer for credit and offered item for evaluation.